Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.

Manufacturer narrative:
Age / date of birth: unknown. Sex / gender: unknown. If implanted; give date: n/a (not applicable). Healon pro is not an implantable device. If explanted; give date: n/a (not applicable). Healon pro is not an implantable device; therefore, not explanted. (B)(6). Other: the device is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the investigation, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It has been reported that the use of healon pro led to elevated iop (intraocular pressure) ¿ 27 mm hg. Subject (B)(6) attended the preoperative study visit on (B)(6) 2019 and iop was measured to be 16 mm hg in the left eye. The subject had cataract surgery in the left eye on (B)(6). Healon pro ovd was used during surgery. At the 1-day postoperative study visit on (B)(6) 2019, the subject had a spike in iop (27 mm hg, which was greater than 10 mm hg from baseline). The ocular hypertension was treated with apraclonidine and the site indicated that the event is now resolved. A secondary surgical intervention was not performed. The investigator considered the event not serious, possibly related to the device and anticipated. The issue was noticed during post-operative examination. No additional information was provided.